Manufacturer narrative:
On 11//2014. Based on the available information, this event is deemed to be a serious injury. A complaint sample was not provided for evaluation. However, the customer did provide two possible lot numbers (618905r009 and 618905r011) from which the complaint could have originated. A detailed review of the two lots assembly batch records including a labeling review was conducted and revealed that the shelfbox top and side label as well as the carton label were correct and according to customer specification. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that during a pre-hospital intubation of a (B)(6) patient, a 3.5mm ( internal diameter ) cuffed endotracheal tube was selected in error and used for the intubation. As a result, the patient's airway pressures and end-tidal carbon dioxide levels were elevated for a total of 40 minutes, until the "mis-selected" endotracheal tube size could be identified as the cause. It was further reported "the outer diameter of 0.5mm is more apparent (shown in black and white) on the packaging and was mistaken for the internal diameter (which was actually 3.5mm with bigger black text on less contrasted orange). The patient was reintubated with an endotracheal tube of the correct size".